Manufacturer narrative:
The "model #", "serial #", "unique identifier (UDI) #", "PMA/510(k)", and "device manufacture date" were updated. There has been no further contact with the consumer. Consumer's current whereabouts are unknown.

Event description:
Alleges customer fell from the chair due to the arm breaking causing injury.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges customer fell from the chair due to the arm breaking causing injury.